Event description:
The customer reported that the system would not display images or produce x-ray. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A repair quote was issued to the customer. No conclusion can be drawn as further repair information is unavailable at ths time.